Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity at pre-implant. Boston scientific technical services (ts) discussed not to implant device and send save disk for clearance. There is no intervention information available to date. The device was not cleared for implant. There was not patient involvement.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity at pre-implant. Boston scientific technical services (ts) discussed not to implant device and send save disk for clearance. There is no intervention information available to date. The device was not cleared for implant. There was not patient involvement. Additional information from the data analysis indicted that the device voltage tracks the temperature and at the present time it has recovered. The fault can be cleared and the device can be used for implant.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental report was created to capture updates on b5: describe event or problem.